Manufacturer narrative:
(B)(4). Report source: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 141233 biomet cc cruciate tray 71mm, lot# j6895402; MDR: 0001825034-2022-01450; unk femorals- unk.

Event description:
It was reported the patient underwent a left total knee arthroplasty using standard inserts. Seven months post implantation, the patient was admitted to the hospital for pain review, and the x-ray showed that the locking bar backed out, and a partial revision surgery was performed 4 days post x-ray, to replace the spacer and locking bar.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures found signs of being explanted (nicks and gouges). The devices were not returned for further evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. However, as product information was not provided for the femoral component a complete compatibility check cannot be performed. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. X-rays were provided and reviewed by a health care professional. Review found backing out of the tibial metal bar medially. Overall fit and alignment of the implants appears normal. Normal position of the locking bar was identified on the immediate initial post-op films. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.